Event description:
The customer reported via phone call that they went to emergency room for high blood glucose on unknown date. Blood glucose level at the time of the incident was 300 mg/dl. Customer had tested for 0.025 fill cannula, appeared on logs and tried self test, was all ok tried displacement test, was all ok. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.